Event description:
It was reported that one day post filter implant, the patient "passed out" allegedly from pe. A CT scan was performed the next day and it was identified that there was thrombus in the filter, some of the filter legs were bent and the filter was tilted. The patient was reported to be well and has been dismissed from the hospital. The indication for filter implant was progression of dvt and recurrent pe, in spite of anticoagulation therapy.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; the event investigation is currently underway.